Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A video was provided. A company preloaded device was brought into view. Viscoelastic was added to the fill line. The lens was slightly advanced just inside the nozzle entry area. The device was removed from view. The nozzle tip was inserted into the incision. The lens was not visible at the fill line. The lens was rapidly advanced from out if view into the eye. The leading haptic was extended. No device rotation was done. A short, light mark was observed near the optic edge (right side). Unable to determine if this was a crack or scratch. The light mark was visible in the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported crack may be related to a failure to follow the IFU. Based on review of the provided video, the lens was advanced just inside the nozzle entry. The device tip was placed into the incision and the lens was rapidly advanced from the nozzle entry into the eye. The IFU instructs take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fill to line on the nozzle. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. A straight leading haptic may occur due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens implantation procedure the leading haptic came out stretched, and when the iol was checked after insertion, there was a crack at the edge of the iol optic. The surgery was performed and completed without product replacement. Additional information has been requested.